Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a vns patient's family, that the patient underwent generator revision surgery due to the battery reaching its end of service sooner than expected. According to the family, the surgeon indicated the generator was malfunctioning. No device diagnostics are available to confirm proper device function. Good faith attempts to obtain additional information have been unsuccessful to date.